Manufacturer narrative:
Additional information received at smiths medical on 01-aug-2021: no patient involvement with these pumps. No additional information provided. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The customer stated problem was not verified regarding "failed dso" and "won't calibrate." Testing was performed, the device found no issue with downstream occlusion failure. However, found multiple of "cassette not attached properly" occurred in history. Therefore, replaced downstream occlusion sensor (dso) as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump failed downstream occlusion won't calibrate. No adverse effects reported.